Event description:
A caller reported that the t:slim x2 pump battery was not charging and a power source alert was registered in the pump history as alert 07. There was no adverse impact to the customer's blood glucose level from this event. The issue was resolved when the pump began charging using a tandem wall adapter and charging cable, and no further assistance was required.